Manufacturer narrative:
Weight: unk. Ethnicity: unk race: unk. PMA/510k: this product is not marketed in the us. Device problem code: (B)(4): off-label use, acd<3.0mm. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -08.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.